Manufacturer narrative:
The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of (B)(4) solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptom reported is consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported having an eye infection that has been recurring. Consumer's symptoms are crusty eyelids, itching and irritation. Consumer visited an eye care practitioner and was treated with unknown eye drops; instructed to use drops for two weeks. However once symptoms cleared, consumer discontinued use of drops and discarded the medication; the symptoms then recurred. Attempts to confirm the event with the doctor were unsuccessful. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.